Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 8.4cm to 8.5cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.